Manufacturer narrative:
(B)(4). Batch # p55d39. Additional information was requested and the following was obtained: did any pieces fall into the patient? No, I was told it happened on the back table. Will all pieces be returned with the device? Yes. The analysis results found that the tlc75 device was received with the anvil shroud detached from the anvil metal part and with no cartridge present. The damaged on the anvil shroud was due to an improper handling of the device. Please refer the "instructions for use" for more information. No functional test can be performed due to the damaged on the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a tumor debulking procedure, stapler just came apart. Another like device was used to complete the procedure. There were no adverse consequences for the patient.